Manufacturer narrative:
05/31/2023 - we have requested the device be returned to the manufacturer. To date, we have not received the device. 8/10/2023 - we received the device from the consumer and the investigation has been completed. Below is the manufacturers narrative: unit had obvious damage caused by overheating and using the pad in a folded position. This internal wiring design has been replaced and this vendor no longer produces heating pads for us. No additional testing was performed. The construction of this heating pad is no longer in use. We moved to a different vendor with an alternate construction. Wire is being sewn in place.

Event description:
5/22/2023 - the consumer claims the device got really hot and burnt her back. The consumer stated she has 3rd degree burns. Medical attention was received.

Manufacturer narrative:
(B)(6) 2023 - we have requested the device be returned to the manufacturer. To date, we have not received the device.

Event description:
(B)(6) 2023 - the consumer claims the device got really hot and burnt her back. The consumer stated she has 3rd degree burns. Medical attention was received.